Manufacturer narrative:
As reported by the cactus study, this female pt presented to cath with medical history including hypercholesterolemia, hypertension, iddm, family history of ischemic heart disease and 2-vessel disease was found. Medications at baseline included aspirin, ticlopidine, ca-antagonist, serum lip lowering drugs, b blockers, ace inhibitors, diuretics and insulin. Intra-procedure medications included heparin iu. This was a safian bifurcation lesion. A lesion in the distal lad was also treated before the procedure. Pci was performed on a de novo lesion in the proximal left anterior descending artery (lad) of 19.20 mm in length in a 3.05 mm vessel diameter. The lesion was also described as eccentric, diffuse, angulated and with thrombus absent. In the main branch (mb), plain old balloon angioplasty (poba) was conducted with a 2.5x15mm balloon at 16 atmospheres (atm) before deployment of a 3.5x18mm cypher at 18 atm. No post-dilation was done. Kissing balloon performed with a 3.5x12mm balloon at 16 atm. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Next the side branch (sb), the 1st diagonal was 5.69mm in length in a 2.5mm vessel diameter. The lesion was further characterized as eccentric, ostial, angulated with thrombus absent. There was diffuse disease in the mb, but the stenosis was not very severe at the bifurcation. In addition, 5mm distal to the mb was covered by another cypher stent implanted distally. The (sb) was treated first with poba using a 2.0x15mm balloon at 14 atm before deploying one 2.5x28mm cypher at 16 atm. Post-dilation was conducted with a 2.5x20mm balloon at 18 atm. Kissing balloon performed with a 2.5x20mm balloon at 16 atm. Residual diameter stenosis was measured 0%. Timi iii flows were recorded pre and post-procedure. No intravascular ultrasound (ivus) was performed and there were no angiographic complications. Three days after the procedure, the pt had anemia and renal dysfunction. Add'l details have been requested for this event. Approx 2 months after the procedure, it was reported that the pt had a non q-wave myocardial infarction. This event was referred by telephone and add'l details were not available. Three months later, a non target vessel was treated, from the 1st obtuse marginal (om) and the right posterior descending artery (pda). The pt also had a post-procedure event of pleural effusion wound dehiscence. Four months after the procedure, the pt had elective coronary artery bypass graft (CABG) due to angiographic stenosis. There was 70% stenosis recorded in both the mb and the sb. The target lesion was revascularized. The surgical revascularization was: lma to lad, saphenous jump graft to d1, om, pda. The pt underwent a surgical intervention, not only to revascularize the coronary arteries, but mainly to replace the mitral valve (she had a severe mitral valve regurgitation) and due to the fact that repeat percutaneous procedures would have worsened the already impaired renal function. The pt had status post event: pleural effusion wound dehiscence. Seven months later, the pt had pain in both arms. Details of this event are not known. The pt also had heart failure, but details of this event are not known. Please note that this product is not distributed in the united states. However, it is similar to us distributed. It is also not available for testing and eval. A female pt with a history of angina, hypercholesterolemia, hypertension, diabetes and a family history of ischemic heart disease developed an mi and recurrent restenosis post cypher stent implantations. The reason for the pt's initial admission to hosp was not reported; but an angiogram revealed lesions in the distal lad and proximal lad/first diagonal. This pt's gender and extensive cad put her at increased risk for mace. Per procedural medications included asa and ticlid; while intra procedural medications included heparin. The administration of gpiibiiia and the performance or recording of acts was not reported. The characteristics of the distal lad lesion were not provided. It appears that a stent of unk size was placed at an unk maximum inflation pressure to treat this lesion. No other details regarding the treatment of this lesion were provided. The proximal lad/first diagonal was described as located in a bifurcation. The proximal lad aspect of the lesion was described as de novo, 3.05mm in diameter, 19.20mm in length, eccentric, diffusely diseased, angulated and with thrombus present. The first diagonal aspect of the lesion was described as 2.5mm in diameter, 5.69mm in length, eccentric ostial, angulated and with thrombus present. Of note, the disease at the actual bifurcation was characterized as not very severe. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at a maximum inflation pressure of 18 atm in the proximal lad aspect of the lesion and a 2.50 x 28mm cypher stent at a maximum inflation pressure of 16 atm in the first diagonal aspect of the lesion. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. It was reported that the lad stent was within 5mm of the cypher stent implanted in the distal lad. The stents were then post-dilated by kissing balloon technique for a resultant timi flow of 3 and a residual stenosis of 0%. Three days after the index procedure, the pt developed anemia and renal dysfunction. The treatment, if any, for these events was not reported. Attempts to obtain further info and/or clarification regarding this event have been unsuccessful. Fifty-eight days after the index procedure, the pt developed a non-q mi. A repeat angiogram revealed 70% restenosis of both the cypher stents implanted and the bifurcation. In addition, new lesions were also noted in the proximal circumflex and mid rca. It appears that only the new lesions were treated at this time and the restenosis in the cypher stents was left untreated. Attempts to obtain further information and/or clarification regarding this even have been unsuccessful. Three months after the index procedure, the pt underwent a repeat angiogram that revealed a lesion in a non-target vessel. This was treated with revascularization. Two and a half weeks later, the pt developed heart failure. The treatment, if any for this event was not reported. Attempts to obtain further info and/or clarification regarding this event have been unsuccessful. Four months after the index procedure, the pt underwent elective mitral valve replacement. Because of the pt's pre-existing impaired renal function a CABG was also performed with bypasses from the lima to lad, svg to first diagonal to omb to pda for restenosis. Two weeks after the surgery, the pt developed surgical wound dehiscence and pleural effusion. The treatment, if any, for this event was not reported. Attempts to obtain further info and/or clarification regarding this event have been unsuccessful. Eleven months after the index procedure, the pt experienced right arm pain. The treatment, if any for this event was not reported. Attempts to obtain further info and/or clarification regarding this event have been unsuccessful. The products remain implanted in the pt and are thus not available for eval. A DHR reviews of the provided associated lot numbers revealed that the products met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are pt, vessel and procedural factors that may have contributed to these events. This is also one of two products associated with the same event that were reported under the following mfg number 9616099-2007-00748.

Event description:
Two months after the percutaneous coronary intervention (pci), the pt had a non q-wave myocardial infarction and the target vessel was revascularized due to restenosis.